Event description:
It was reported that post implant a realize band placement in 2008 the patient had returned to the surgeon due to no restrictions. During review of several xrays and a fluoroscopy, it was decided that the buckle had snapped. They removed the band and replaced it with a new band. Patient is stable. The band is being held in risk management at this time and will not be returned.

Manufacturer narrative:
(B)(4).